Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2018, 10:15pm with blood glucose was 514 mg/dl. The current blood glucose is 127 mg/dl. The customer was not wearing the insulin pump for less than 48 hours prior to hospitalization. The insulin pump will not be returned for analysis.